Event description:
Type 1 diabetic on insulin pump using dexcom g7 cgm. I was shopping when suddenly I felt my lips getting tingly, numb, sweating, feeling like an extreme low but my dexcom cgm never alerted or alarmed. When I checked my cgm it showed my bs was 80 which is in the normal range, explaining why it didn't alarm. I fainted and intervention was provided. When I came to and my actual blood drawn, I was below 40 indicating when I passed out my bs was even lower. I am lucky this was not fatal and that I listened to my body and not the device.